Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6) ) failed functional testing with "system error, out of service, revert to manual CPR." The apvision3 software identified system error 139 (unable to hold compression position). Since the brake gap was within specification, this error likely indicated a faulty power distribution board (pdb) due to defective component(s). The power distribution board (pdb) was replaced to remedy the fault. After replacing the pdb and clearing the system error with the apvision3 software, the autopulse platform was re-tested using a large resuscitation test fixture (lrtf) with known-good batteries until discharged, without any faults or errors. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed functional testing with "system error, out of service, revert to manual CPR." No patient involvement.